Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the tool jaws. Charred tissue is evident on the jaws. It was observed that a portion of the silicone insulation on the hot jaw was peeled and detached from the tip towards the center, which left the metal part exposed. The insulation that remained attached to the lower third of the hot jaw looked cracked and charred due to its ash like appearance . The heater wire on the hot jaw was flexed but remained attached to the jaw. The insulation on the cold jaw was intact. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. As soon as the power supply was turned on, the hemopro self activated immediately. As per the instructions in the IFU, the toggle was moved away from the most proximal position but the device still remained activated. The tool handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. During an evaluation that was performed by the engineers, it was observed that the inner switch actuator was abnormally tilted. The switch actuator is the mechanical link between the external switch lever and the internal mechanism of the switch. In addition, the normally closed switch was found to be malfunctioning such that when the switch lever was released the switch would not return to the normally closed state. The switch was disassembled and the switch actuator was inspected visually under magnification. The switch actuator was observed to have a large piece of plastic "flash" at the end of it which contacts the internal mechanism of the switch. This flash appears to be the cause of the observed abnormal tilt of the switch actuator which resulted in the switch not being able to engage and disengage properly. A comparative evaluation was conducted by using a reference device identical to the reported device. It was observed that the switch actuator on the reference device had no flash. Based on the preceding finding, the root cause of the analyzed failure ¿device remains activated¿ is traced to the switch supplier that manufactures the inner switch. Therefore, the analyzed failure "device remains activated" was confirmed. Based on the returned condition of the device and the evaluation results, the reported failure "thermal decomposition," was confirmed as well. The analyzed failures "material twisted/bent" and "peeled" were also confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tip caught on fire. The device was unplugged and a replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tip caught on fire. The device was unplugged and a replacement device was used to complete the procedure. The hospital did not report any patient effects.